Event description:
A during the evaluation of this pump the stop key on channel a was found to be inoperable. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available. Uim master software versions with a software configuration number ending in (B) (4) will be categorized as unremediated.

Manufacturer narrative:
(B) (4) during service, a "stop key on channel a was found to be inoperable" was discovered. The channel a keypad was replaced. The pump passed all functional tests and was returned to the customer. There is an ongoing CAPA investigation, (B) (4) that is associated with this report.